Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high out-of-range shock impedances on a competitor¿s right ventricular (rv) lead. Surgical intervention was performed and the lead was explanted and replaced due to a lead fracture. A new rv lead was implanted but the impedance measurements were still out of range. The lead was re-seated but this did not resolve the issue. The device was explanted and replaced. A review of the programmed parameters following explant noted that this device was programmed to a triad shock configuration and the associated lead was a single coil. Boston scientific technical services (ts) confirmed that a single coil lead programmed to a triad configuration would return out-of-range impedances. The device will be returned for analysis anyways.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.